Event description:
Per enduser's mother the enduser was driving the chair and joystick accelerated and caused him to run into a door and knock some trays over, no injury, enduser mother could not provide any further information.